Event description:
Spoke to pt who stated that she is in step 4, 450ml volume remaining for hyqvia set and she noticed since beginning of infusion, some small drips here and there. She's not sure where leakage is occurring, but it is not at the site. She thinks maybe where needle set and curlin tubing connect and she has tried to tighten it. She also thinks maybe where the 2 site splits. No further info provided. Reported to (B)(6) by pt/caregiver.